Event description:
It was reported that, "custom aria inserter was used. Implant broke upon impaction. Broke around inserter hole. Implant was left in pt."

Manufacturer narrative:
Method: complaint history analysis and risk assessment was completed. Results: the product associated with the incident remains implanted and no product inspection was possible to evaluate the failure mode. The event is confirmed via a photo of the broken pieces of the spacer which were all safely removed from pt. Complaint history analysis: six previous records for similar issue. The investigation into past complaints concluded that the failures were the result of cantilever forces being applied to the inserter during insertion which subsequently led to the breakage of the implant. Risk assessment: there were no reports of any adverse consequences to the pt and the surgery was successfully completed. Conclusion: a thorough investigation could not be performed as the implicated device was not available for evaluation and the corresponding lot information was not supplied. However, the breakage is believed to be the result of cantilever forces being applied to the implant inserter during angled insertion. The event description appears to support this hypothesis. Should the device be explanted in the future and additional information becomes available, this will be reported as supplemental.